Manufacturer narrative:
Concomitant medical products: 1156t lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a significant depletion of battery life due to maximum outputs on the right atrial (ra) lead. The lead was also noted to only be capturing intermittently. The patient was noted to rarely pace in the atrium and lead output was set to the minimum to improve battery longevity. The crt-d and lead remain in use no patient complications have been reported as a result of this event.